Manufacturer narrative:
This report is to follow up with maude report# mw5041514. Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject devices, it is difficult to determine the root cause of the incidents. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. Although the root cause of your experiences could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic left partial nephrectomy- "trocar wasn't examined prior to usage. Dr (B)(6) had problems inserting trocar during first entry. Balloon would not inflate and they noticed a part of the tip had broken off in patient. They were able to retrieve missing piece. The case went on with no further issues." Patient status - "fine."